Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 7300tfx mitral valve underwent a valve-in-valve procedure after an implant duration of 7 years, 8 months due to valve degeneration, severe mitral stenosis, and mitral regurgitation. Per received medical records, the patient presented with acute on chronic chf, refractory cardiogenic shock, oliguric renal failure, and recent syncope. She was found with cad, pulmonary htn, severe prosthetic ms, and mild gradient across the prosthetic 21mm 2700 av. The tmvr was performed with a 26mm 9600tfx transcatheter valve successfully. The patient was transferred to the cvicu in stable condition. She was discharged home with health services on pod# 6.

Manufacturer narrative:
Reference CAPA-20-00141.